Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6a, d6b, h.6.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "apparent silicone leakage with subpectoral deposit and parasternal lymph nodes unremarkable". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and broken device through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, stress marks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "apparent silicone leakage with subpectoral deposit and parasternal lymph nodes unremarkable". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted and will be returned.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.